Event description:
It was reported that the customer was treated by nurses for a low blood glucose of 22 mg/dl. The customer reported that the insulin pump overdelivered insulin. He also reportedly collapsed. The customer was treated with glucose tablets, candy and sports drink. The customer had discontinued use of the insulin pump in (B)(6) of 2014. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.